Manufacturer narrative:
The reported issue that the blades could not load the screws (catalog # 50-15994 and 50-15905) could be confirmed by the arguments given below. Based on the reported event it was stated that the screwdriver blade # 62-15000 (component of the universal neuro system) does not hold the screws with catalog # 50-15994 and 50-15905. The mentioned screws are implants belonging to the universal neuro ii system. According to the relevant instruction for use (IFU (B)(4)) it is stated that ¿all products out of the new stryker leibinger universal neuro ii system are not compatible to the existing stryker leibinger universal neuro system¿. For previous similar investigations the issue had been discussed with the responsible r&d department and it was verified that the screwdriver blade with catalog # 62-15000 correlates to the universal neuro system whereas the mentioned screws with catalog # 50-15994 and 50-15905 correlate to the universal neuro ii system which are not compatible to each other. For this screws the intended screwdriver blade is marked with catalog # 62-15020 and three teal color rings. Due to the high complaint rate regarding the screw pick up, screw loading or screw retention with screwdriver blade # 62-15000 the potential nc ID (B)(4) was raised. Within the nc investigation performance and handling tests were performed. No issues were determined regarding the system performance of neuro I blade and neuro I screws. Also no manufacturing or material related issues could be determined. Moreover it was verified that the claimed blade - screw combinations are not intended for use as also stated in the corresponding neuro I and ii instrument IFU (B)(4). Consequently the reported event indicates an off-label use while using components of not compatible systems. Therefore the root cause for the reported event can be attributed to a user related issue. Indications for any manufacturing or material related problems were not determined.

Event description:
It was reported that the company representative was trying to load 50- series screws (50-15994 and 50-15905) onto the recently shipped screwdriver blades 62-15000 (qty 7), and they wouldn't engage completely. He stated that there is an obvious difference in the tip of the blade, when comparing it side by side to a previous blade with the same catalog number. The angle is off. The blades came from the sales representative's samples, and the issue was discovered prior to the case for which they were intended.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the company representative was trying to load 50- series screws (50-15994 and 50-15905) onto the recently shipped screwdriver blades 62-15000 (qty 7), and they wouldn't engage completely. He stated that there is an obvious difference in the tip of the blade, when comparing it side by side to a previous blade with the same catalog number. The angle is off. The blades came from the sales representative's samples, and the issue was discovered prior to the case for which they were intended.